Manufacturer narrative:
Section d1: brand name corrected. Manufacturer's investigation conclusion: the reported event of a no external power events when connected to the mobile power unit was confirmed via the submitted log files. The submitted log files revealed multiple low power hazard and no external power alarms were captured on 09aug2025. The alarms were associated with a disruption to external power to the mobile power unit (mpu). The relative state of charge (rsoc) and bus voltages gradually dropped, consistent with a disruption of ac power. During these events the backup battery functioned as intended and supported the pump without interruption. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The mobile power unit (serial (B)(6)) was not returned for testing. It is unknown if the mpu has a v-lock connector on the ac power cord, if the ac power cord come loose at the wall outlet, if the ac power cord come loose from the back of the unit, if there any environmental circumstances that would have affected ac power at the time of the event (i.e., loss of power to the house), if the mpu exchanged/removed from service, if the mpu would be returned for testing. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. The heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was provided a new mobile power unit (mpu) on (B)(6) 2025 and had used it since. Log files were sent for review. The log file captured intermittent no external power alarms & multiple other associated alarm types on (B)(6) 2025. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events.